Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. These measurements appeared to have jumped sporadically from 100 ohms to 160 ohms over the past two years. The rv lead remains in service and no adverse patient effects were reported.